Event description:
Oct. 17th, 2025: integrum received unit (B)(6) with a report form stating that the axor ii has loosened from the abutment causing the patient to fall multiple times. No injuries reported. The date of event is unknown. Manufacturing investigation performed, the unit has been manufactured according to specification. Nov. 13th, 2025: technical investigation of unit (B)(6) performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicated; the device passed the manufacturer's tests related to gripping function. The guide screws discovered to have loctite failure; however, the screws were not backed out to cause any obstruction on functionality of device. The root cause of the reported issue could not be established. During service loctite was reapplied, the device was thoroughly cleaned and functionally tested according to specification with approved results. Integrum will inform the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection, and that the device shall not be used if a stable connection cannot be achieved.